Event description:
Patient in MRI. Nurse concerned MRI safe pump not infusing levophed as ordered, vs wavered from previous unit vs. Registered nurse (rn) aborted MRI scan and expedited transfer back to unit until an alternate MRI safe pump could be obtained. None available at the time of the concerns with the current MRI safe pump. Pump sent to biomed for evaluation. No harm to patient.